Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details. Not returned.

Event description:
It was reported that the vascular stent could not be deployed during the stent placement procedure for treatment of a right external iliac artery stenosis. Another stent of the same brand was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned delivery system confirmed the reported deployment failure. Due to the detachment of a component of the system, the deployment of the stent by using the trigger method was not possible. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A detachment of this kind may be caused by rough handling of the device during shipping, storage or preparation (e.g. During flushing of the system). On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment."